Event description:
It was reported that during a surgical procedure at the user facility the device would not stay inflated. There was no medical intervention and the procedure was completed successfully. A clinically significant delay was not reported.